Manufacturer narrative:
Corrected information was provided in h.6. And h.11. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure. Optiwave refractive analysis (ora) showed axis near 180 and lens was positioned to match. After implantation there was a refractive surprise on post operative day 14 hence the lens was repositioned to axis 50. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).